Event description:
It was reported to boston scientific corp that a 20 fr safety peg kit was used during a percutaneous endoscopic gastrostomy procedure. The procedure was performed in 2009. According to the complainant, during the procedure, the physician felt resistance when the pull wire was withdrawn from the pt. The physician made an additional incision. The procedure was completed with this device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unk. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.